Event description:
It was reported that the device exhibited an operating voltage drop alarm. The event occurred before patient use, during testing. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that an operating voltage drop alarm occurs. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. As a result of checking the log, it was confirmed that there was a record of the alarm "power lost while pump was on." The possible cause was defective main board or backup capacitor. Replaced the main board and the backup capacitor. Device passed all tests post repair.